Event description:
It was reported that the patient the system was not working well. The patient stated stimulation was strong in his back and legs but not strong in his foot. The right foot was the normal painful area. The patient felt overstimulation in his back and legs in order to achieve relief in the right foot. When he turned it up to feel it in the back, it caused pain in his back. The patient had less than 50% therapy relief. The patient turned off stimulation 25 days prior to the report and this helped resolved back pain from overstimulation. The patient had 90% relief of back pain on the right and 40% on the left. The patient had left sided weakness and pain. The patient had muscle pain for 10 plus years and believed that stimulation may be the cause. The pain responded to trigger point injections. Impedance testing showed electrode 7 out of range at over 10,000 ohms. The plan was to do an xray and discuss a possible lead revision. The patient¿s status was alive with no injury. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was further reported that the patient had not gone for the xrays as of 2014 (B)(6). The physician was unable to determine what the cause of the weakness was at this point. The patient would be reminded to do the xrays and then the physician will conference with the patient to determine a plan of care.

Manufacturer narrative:
Concomitant medical products: product ID: unknown lead, serial#: unknown, product type: lead. Product ID: 389133, lot# j0301166v, implanted: (B)(6) 2003, product type: lead, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was further reported that as of (B)(6) 2014 the patient had still not done the xrays and everything was on hold. The physician had no further info.